Event description:
It was reported that the tablet could not complete interrogation of generators. The battery of the programing wand was replaced, the computer was reset, the connection of the usb cable to the tablet was checked and electromagnetic interferences were ruled out. The interrogation issues persisted after troubleshooting. A replacement usb cable was sent to the medical professional. The return of the suspect usb cable is expected but it has not been received to date.

Manufacturer narrative:
(B)(4). The previously submitted MDR inadvertently lacked the UDI number for the suspect device.